Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a data use agreement (dua). The dua summarizes 24 patients (25 frames implanted with the maxframe multi-axial correction system between (B)(6) 2017 to (B)(6) 2021 at the (B)(6) university. Any patients undergoing surgical treatment (primary or revision) for deformity correction using the maxframe¿ system were included in the data set. Patients were only included if they had complete follow up (defined as follow-up until removal of the frame) with evidence of healing or after revision. Patient number (B)(4). Patient is a 61-year-old male. Reason for implantation was for definitive fixation (infection; joint fusion). Post op complication included pin-tract infection. Treatment/intervention included pin removal and antibiotic treatment; infection resolved. Implant(s) involved: maxframe¿ system x1.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.